Event description:
A nurse called on behalf of her pt. She stated that in 2007, the child's blood glucose started reading lower than unusual. Some of the readings received were 56, 35, 23, and 13 mg/dl. Based on the glucose readings, the child's mother began to treat him/her for low blood glucose. A week later, the child was admitted to the hosp and placed in intensive care. Comparison tests were performed using a lab test and the customer's contour. The contour read 13 mg/dl, while the lab test gave a result of 260 mg/dl. A control test was performed by the nurse and the result was 20 mg/dl. The normal control range was 99-139 mg/dl. The test strips were returned for eval. Replacement test strips were sent to the customer.